Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel anatomy was reported as there was a pre-operative dissection, non-tortuous and non-calcified. It was reported that the physician communicated the contralateral limb incorrectly jumped up and it was very difficult to cannulate the gate. The physician had a difficult time advancing the guidewires into the contralateral limb; the physician used four wires as the contralateral gate was not open. The physician stated that there was a dissection and there was not enough room to move up the device, it was a critical case to use an endurant. The contralateral limb was eventually cannulated and deployed fine. No clinical sequelae were reported and the patient is fine. A review of returned MRI pre-implant films show what appears to be a dissection of the abdominal aorta, extending from above the renal arteries to the right iliac artery. The maximum aaa true lumen diameter was approximately 3cm. Angiogram images showed that a talent thoracic stent graft had been previously implanted. Angiogram images during implant show that the right renal artery was initially stented and snorkeled up. The endurant bifurcate was implanted from the left side; and placed approximately 2cm above the right renal artery. The contralateral gate of the bifurcate did not appear to completely open; may have been compressed within the small aorta. The gate was ballooned, and the contralateral limb was implanted from the right side overlapping the gate with 3 stents. An unknown stent was placed in the right external iliac and an etlw1613c124ee was implanted within the stent, and extended approximately 8cm beyond the contralateral limb. Final angiogram showed no obvious endoleaks.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Results and conclusion: (stent graft misplacement, dissection, (pre-op dissection).